Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a motor assembly or ball bearing failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was observed that the electric pen drive device was getting hot. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.